Event description:
Multiple eva IV bags manufactured by baxa for use on the baxa compounder began to leak / and or break at heat welding points and criss-cross indentations. We use these bags to compound nutritional IV's to inpatients. The leaks were reported to baxa immediately. One bag retained by our staff was returned to baxa per their request. Bag: h9387403, 2l bag lot# 735138 h9387393, 1l bag lot# 738175 h9387393, 1l bag lot# 738176. Dates of use: 2009. Diagnosis: IV nutrition -tpn's-.